Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. A memory download was unable to be performed as the ICD had no telemetry. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry and result in the loss of telemetry as observed in the field. The damage to the high voltage fuse would have prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. In addition, the shorted lead condition resulted in extensive internal damage to the device in such a way that telemetry was no longer available.

Event description:
Boston scientific received information that during a routine device follow-up, this implantable cardioverter defibrillator (ICD) could not be interrogated. The programmer was not able to establish telemetry with the device. It was believed to be a programmer issue, as the same telemetry difficulties had occurred with the programmer for several other patients on that day. The patient was returned to the clinic the following week; however, this device was still not able to be interrogated, with two different programmers tried. Additionally, no tones were generated when a magnet was applied to the device. Premature battery depletion was suspected. The patient was hospitalized and a device replacement procedure was performed successfully the following day. No adverse patient effects were reported.